Event description:
The lay user/pt contacted lifescan alleging that the product display issue of "glare/reflection issue" was unresolved with troubleshooting. There were no allegations of harm or injury.